Event description:
The rptr received er1 messages. She spoke with a lifescan rep and it was discovered that she was using expired test strips and her control solution may have been opened longer than three months.